Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a cold polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop failed to cut the target polyp. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be without injury.

Manufacturer narrative:
Investigation results: a visual examination of the returned complaint device noted that the device did not have any visual failure and the connector is in good condition. Functional evaluation was performed and the device extended and retracted within specifications, also passing the electrical test. Resistance measured obtained was 6.5 ohms, within specifications. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during a cold polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop failed to cut the target polyp. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be without injury.